Event description:
It was reported that the following an implant procedure. The patient did not experience adequate pain relief in the area where she needed it. The patient was taken back to the operating room, wherein the spinal cord stimulation (scs) leads were repositioned. The patient was doing well postoperatively.

Manufacturer narrative:
Block d2b: product code: qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 7086307. UDI: (B)(4).